Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set was leaking. This event occurred before use while the amia cycler was in testing mode. There was no patient injury or medical intervention associated with this event. No additional information is available.